Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer was experiencing elevated blood glucose (bg) levels (270 mg/dl). Customer stated elevated bg's were due to the pump basal rate being set too low. Customer adjusted the basal rates and subsequently began to experience low bg's (50 mg/dl). Customer stated low bg's were due to increasing the basal rate too high. Customer brought low bg's back to target range with carbohydrates and delivered a bolus to bring elevated bg's back to target range.